Manufacturer narrative:
T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6). The device has not been returned for eval. Should new info become available a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing high bg levels (524 mg/dl), ketones, and skin irritation at infusion site for the past 2 weeks resulting in hospitalization. The customer was released from the hosp on (B)(6) 2014.